Event description:
Problem: loss of suction during critical aspects of a liver transplant with resultant inability to recirculate blood. This event has been experienced several episodes during a liver transplant where the system was incapable of keeping up with our blood loss during a liver transplant. When this system fails to work, we have to resort to standard suction which results in a significant amount of blood loss, that could have been recirculated, with an increase in blood useage, and a demonstrable negative impact to the patient. This failure of this system seems to be happening much higher frequency than seen before.the systems works well for low volume heparinized blood loss. This would be the case that would occur during most cardiac cases and for most of our liver transplants since, in the majority of cases we lose very little blood. However when there is a "bleeder" there may be large volume non-anticoagulated blood loss. In this scenario, the canisters in the current system and the pumps cannot keep up and essentially, suction is lost - then the need to resort to wall suction.what was the original intended procedure?liver transplant.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.device #4is this a laboratory device or laboratory test?no.device #5is this a laboratory device or laboratory test?no.device #6is this a laboratory device or laboratory test?no.